Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 instrument misfired. Another instrument was used to complete the case. There was no consequence to the patient.